Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, it was a case of an implant of a 26mm sapien 3 valve in aortic position by right transfemoral approach. During the procedure, the tip of the esheath plus was compromised, and upon removal, the distal tip of the esheath was found to be torn. The damage did not result in any vascular injury, and visual inspection confirmed that no portion of the tip appeared to be missing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and the following observations were noted: esheath distal tip opened and torn. There was presence of calcification and tortuosity at the access vessel. This reported event falls within the scope of a CAPA that was opened to further investigate potential contributing factors to the tip tear events, which is currently in the investigation phase. The reported event for distal tip torn was confirmed, based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment and/or by other manufacturing-related factors being investigated in the CAPA. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles (calcification and tortuosity presence at the access vessels) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.